Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system hung on bootup and was stuck when counter reached 00:00. During troubleshooting, fse found due to hard drive failure and continuous error or low disk space. Hard disks need be replaced. Fse replaced os hdd and downloaded software. Also replaced ip pc bios battery. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system hanged on bootup and was stuck when counter reached 00:00. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.